Manufacturer narrative:
The device has been received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted once the evaluation is complete or should additional information be received. (B)(4)

Event description:
It was reported to baxter (B)(4) that the reservoir of one half day infusor 5ml/hr ruptured during filling. According to the customer, the device was being filled with desferrioxamine. The reported condition was not discovered during use with a patient; therefore, there is no report of patient injury or medical intervention. No additional information is available.